Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have a broken distal clevis at the base of the main tube. A piece measuring roughly 2.0280 x 0.2350 in size was not returned with the instrument. Components adjacent to the broken clevis do show damage, the main tube was found to be broken. Additional observation related to customer complaint: the instrument was found to have a broken main tube approximately 5.9000" from the distal. Apiece measuring roughly 3.4635 x 0.3315 in size was not returned with the instrument. Components adjacent to this broken main tube do show damage. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Additional observation related to customer complaint: the instrument was found to have a broken grip cable and broken pitch cable at the main tube. The instrument was found to have a broken flush tube at the main tube. The complaint was confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Common causes of broken grip cable and broken pitch cable are attributed to damage main tube and distal clevis. Common causes of broken flush tube are attributed to the broken main tube.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have broken distal clevis at the base of the main tube. A piece measuring roughly 2.0280¿ x 0.2350¿ in size was not returned with the instrument. The instrument was found to have a broken main tube approximately 5.9000" from the distal end. A piece measuring roughly 3.4635¿ x 0.3315¿ in size was not returned with the instrument. The instrument was found to have a broken grip cable and a broken pitch cable at the main tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the end of the 8mm tip-up fenestrated grasper instrument was bent and broken. The trocar was pulled out of patient to get instrument out, and while in decontamination the instrument's tip broke off and was irretrievable at the bottom of a trash bin. No fragments fell into the patient. The procedure was completed with no reported injury.